Manufacturer narrative:
G4: 16oct2019; b4: 22oct2019. The service technician confirmed the issue was resolved by replacing the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit operated from battery even when alternating current (ac) is connected. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported the unit operated from battery even when alternating current (ac) is connected. There was no patient or user harm reported.